Event description:
It was reported that the patient experienced a loss of therapeutic effect their implantable neurostimulator (ins), specifically, with a return of their incontinence symptoms since this morning. The patient stated that they were on the same program (program #3) and was getting relief for 3 weeks. The patient switched to program #1 and experienced a ¿incredible¿shock through their lower pelvic region and vaginal area. The patient then switched to program #2 (their current program) at 1.40 and still felt the shocking if they stood up. The patient indicated that there was no known incident or accident related to this issue. The patient was instructed to turn the stimulation down and it was decreased to 1.15 where they no longer felt the shocking/pain. The patient was going to adjust the stimulation accordingly. Additional information was requested, but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that sometimes when the patient turned it to a certain number they got a shock. The shocking only happened on certain programs. The patient would turn it on and switch programs and it didn¿t matter what number came up after they turned it on, and the patient would get a bad shock, but only at that number. The patient was scared to make any changes because they didn¿t want to get shocked again. The patient wanted to know if this was normal and the issue had been going on for a month. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0g3gg, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was also suggested to the patient that if they tried a different program, that they should turn the therapy off first then go to the program and decrease to an appropriate level before turning the stimulation on to avoid overstimulation. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).